Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The two additional graftmaster devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a perforation located in the left anterior descending (lad) coronary artery. After a 2.80x19 mm graftmaster stent was implanted the perforation did not seal. The patient experienced respiratory arrest and was intubated. Two additional graftmaster stents (3.50x19mm and 2.80x16 mm) were then implanted but failed to seal the perforation and a sternotomy was performed inside the cath lab. There were no issues with deployment of any stent; reportedly, the perforation was larger than expected and the graftmaster stents simply could not seal. The patient went straight to the operating room for bypass surgery. The patient was in intensive care for about 2 hours and then the patient expired due to cardiogenic hemorrhagic shock. Per the physician, the graftmaster stents did not cause or contribute to the patient death. No additional information was provided.